Event description:
It was reported that the handpiece was overheating during a procedure. There were no adverse events or delays reported.

Manufacturer narrative:
The device was evaluated by the MFR the event as reported was not duplicated. Upon disassembly widespread corrosion was identified on internal components of the device, including the bearings in the handpiece. Corroded bearings create friction during operation which generates heat; however, this was not directly confirmed in this device. The widespread nature of this corrosion suggest time in field of the device coupled with improper or prolonged processing/care techniques are likely responsible for the observed corrosion and the reported event. The device was repaired and returned to the customer.